Manufacturer narrative:
No product was returned for eval. Pioneer has made several attempts to get this product back and to get more info on this case, but have not been able to do so. Pioneer will update this report if more info becomes available.

Event description:
Approximately (B)(6) weeks post-op, the pt came in and based on the radiographic films taken during this post-op visit it was identified that a locking set screw was not attached to the construct. Pt was revised and a new set screw was inserted into the original pedicle screw. No films were available for immediate post-op in order to determine the original positioning of the set screw.